Manufacturer narrative:
The info provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. Add'l f/u info may be obtained by the legal affairs dept as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "it was reported through (B)(6) hosp requesting whether or not the trident hemispherical shell was recalled. Stryker became aware that the pt was implanted on (B)(6) 2008 and was revised in (B)(6) 2010 allegedly due to "the metal acetabular shell (socket or cup) had failed to attach to the bone."